Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch had failed to perform acquisition. Upon troubleshooting action, fse identified mechanical damage to the footswitch due to the liquid spills, the pedal had wear and corrosion. Fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch failed. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the footswitch and the halogen bulb which returned the device to use in good working order.